Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel and a broken/damaged lid. The air gel bubble event occurred 99 times. The damaged lid event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "there are 100 abnormal products, 99 gel air bubbles, and one has a lid problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel and a broken/damaged lid. The air gel bubble event occurred 99 times. The damaged lid event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "there are 100 abnormal products, 99 gel air bubbles, and one has a lid problem."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and improper assembly. Bd was not able to identify a root cause for the indicated failure mode.